Event description:
The patient received scs system on (B)(6) 2011. It was reported that during the implant procedure, the lead kept going to the right due to the patient's anatomy. The lead was left implanted and the patient was getting rib and stomach stimulation from all programs. On (B)(6) 2011 the scs system was explanted due to the problems with patient anatomy. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.